Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that p-cap / reservoir locks properly into place. Unit received with cracked retainer, pillowing keypad overlay and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had broken o ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.